Event description:
The customer alleged that she performed control tests and received results of 270 and 241 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. The customer was unable to troubleshoot her contour system at the time of the call. She was contacted again to continue troubleshooting, but she stated she did not have time. No product will be returned for evaluation.